Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer blood glucose level was 432 mg/dl and 570 mg/dl. Customer had infusion sets that were not able to deliver insulin due to having kinks in the tubings and tubing on eight infusion sets became crimped, so they were not able to get full delivery of boluses, basal, and experienced high blood glucose because of the tubing issue. Customer understands that the highs were because of the bent tubing and the insulin flow blocked alerts that were triggered because of the bent tubings. The device will not be returned for analysis..